Manufacturer narrative:
(B)(4). Returned product evaluated with no defect found. Most likely underlying root cause of malfunction: user had high glucose result.

Event description:
Consumer complaint of about "hi" blood results. Normal glucose range is usually between 120 mg/dl and 140 mg/dl normal test results two hours after meals and fasting is about 200 mg/dl. Performed a back to back blood test: 336 md/dl and 243 mg/dl. Reviewed the last five blood results: no adverse event reported.